Manufacturer narrative:
The described event is likely related to formation of a false passage in the fundal region of the uterus, without a full-thickness perforation, which explains why the uit appropriately did not identify a perforation. The false passage might have been caused by the uterine sound, or cervical dilators, or the minerva device. If caused by the minerva device, formation of the false passage is likely secondary to significant under-dilation of the cervical canal which was dilated to approximately 5.5 mm instead of 7mm as prescribed by the IFU. This in turn, likely increased the friction/resistance at the junction between the endocervical canal and device, effectively masking the tactile feel and point of contact between the tip of the device and the fundus upon device insertion. The warnings section of the minerva operator manual specifically states: "if the minerva disposable handpiece is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. Forcibly advancing the minerva disposable handpiece against resistance is likely to increase the risk of perforation or creation of a false passage. Sufficient dilation is required for safe insertion." Strict compliance to the information provided in the minerva operator manual be adhered to in order to minimize or prevent the occurrence of this complication.

Event description:
It was reported that a minerva procedure was performed on a (B)(6) year old woman suffering from menorrhagia secondary to aub (e). Doctor was not able to recall the size of the uterine cavity and indicated that the cervical canal was dilated using hank dilators to a maximum of 16fr. Doctor was also not sure about the exact degree of device deployment. Uit was performed and indicated absence of uterine perforation. A 2-min ablation cycle was performed and a post treatment hysteroscopy indicated adequate cavity ablation, with excellent coverage, and no evidence of uterine perforation. Approximately 7 days post-procedure the patient developed pelvic pain and nausea. CT scan was performed and a small amount of fluid was seen in the abdominal cavity. Laparoscopy was performed and an area of serosal blanching in the posterior fundus of the uterus, without evidence of mechanical perforation was seen. Evidence of thermal injury to small bowel was also present, which was managed by performing bowel resection and end-to-end anastomosis. The patient fully recovered and was discharged.